Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) done on (B)(6) 2012 to rule out granuloma. The result was ¿negative.¿ a motor stall occurred post MRI. The motor stall recovery was not noted until the date of this report. The patient did not hear any alarms. Patient outcome was noted as no injury. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).